Manufacturer narrative:
Subject: qv otc, pink line near arrows--tss advised please do not consider as positive result. Investigation conclusion: a review of complaint history did not identify any adverse trends. Qc investigation # (B)(4) determined that the reported pink background color on the strip is a natural phenomena and it is not related to any manufacturing defect. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no adverse trend was identified. Qc investigation # (B)(4) determined that the reported pink background color on the strip is a natural phenomena and it is not related to any manufacturing defect. The information you provided has been documented and will continue to be monitored for future trends. Root cause: no problem found.

Event description:
Qv otc, pink line near arrows--tss advised please do not consider as positive result.